Event description:
It was reported that the patient had some form of trauma from a car accident about 9 months after implant. The leads moved a little bit due to the accident and 2 electrodes were out so the patient had to be reprogrammed around it, though the coverage was not as good. It was noted that the patient had a third program added on the day of the report because of issues with stimulation coverage. The reporter noted that the battery life was accessed for further replacement. It was noted that the patient already had it for 4 years with the battery voltage at 3.025v, so the patient had further time left on the battery. Additional information has been requested, but it was not available as of the date off this report.

Manufacturer narrative:
Concomitant: product ID 3998, lot# v113343, implanted: 2009-(B)(6), product type lead, product ID 3708360, serial# (B)(4), implanted: 2009-(B)(6), product type extension, product ID 37083-60, serial# (B)(4), implanted: 2009-(B)(6), product type extension. (B)(4).

Event description:
Additional information received reported that the patient was reprogrammed and was doing well.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot# v113343, implanted: (B)(6) 2009, product type: lead .product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2016 reported that she was in a minor fender bender about 7 years ago but her lead paddles had moved. The patient stated they basically had to wait until the battery went dead and when they replaced the battery they went in and replaced the lead paddles.